Event description:
It was reported to philips that the device needs service. It is unknown if the device was being used on a patient at the time of the issue.

Manufacturer narrative:
The bench technician evaluated the device and determined that the device requires the preventive maintenance(pm). Upon conclusion of the evaluation, it was determined that the device requires pm, which was successfully performed, and the device was returned to full functionality however it was observed that the battery needs to be replaced. The device returned to the customer site and no further evaluation is warranted at this time.